Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received questionable low ise indirect na (sodium) and ci (chloride) for gen.2 results for 18 patient samples on the cobas 6000 c (501) module. The customer stated that at 01:00 the calibration and qc were within specifications. Later in the day the customer observed that sodium results were low for two patients. After the customer observed low sodium and chloride results it was determined that the 18 patient samples were affected. The customer ran calibration, qc, and reran the 18 patients using the original samples. The customer provided data for 3 patients. Of the data provided 1 patient sample had an erroneous sodium result. The initial sodium result was 134 mmol/l and the repeat result was 142 mmol/l. The erroneous result was reported outside of the laboratory however there was no adverse event. The sodium electrode lot number and expiration date was requested but not provided. The customer stated that the humidity in the laboratory was 27% and the temperature was within range. The field service engineer (fse) could not determine a cause. The fse cleaned the ise block, replaced the pinch valve, and replaced the sipper probe tubing. The fse performed ise checks and a precision that were acceptable. The customer ran calibration and qc that were acceptable. The c 501 module is functioning according to specifications.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Review of calibration data indicates a customer handling error of the calibrator material.